Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was being treated with baclofen intrathecal (unknown concentration at a dose of 75 mcg/day) via an implanted pump. The baclofen type, concentration, dose and lot number were not provided. The pump's indication for use (IFU) was listed as intractable spasticity. A magnetic resonance imaging (MRI) procedure was being done due to the patient having a lot of pain post pump implant procedure. The patient was one week post-operative per the hcp. The patient was working more than she had in the past and was returning to her ever day life routine and was experiencing post-surgical pain. The pain began two days after the pump implant procedure and then the patient went back to work and the pain was worse after that. The event date was (B)(6) 2016. Additional information was received from the patient. She stated that she was hospitalized for a cerebrospinal fluid (csf) leak a week after implant. The symptom was reported as sudden. She went back to work the day after the pump was implanted, but didn't do any excessive bending, stretching, or twisting and did not life anything heavy while at work. She went to the hospital and was admitted. The patient noted that it was a different hospital than the implanting hospital so they had no information about the pump. According to the patient, the csf leak was a surgical complication that had nothing to do with a pump malfunction. She stated that she was very happy with the pump. The situation was resolved. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.